Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) contacted a company field representative after reviewing remote monitoring data. The hcp observed what appeared to be a ventricular (rv) pace followed by ventricular tachycardia (vt). Boston scientific technical services (ts) discussed a possible non-sustained vt or loss of capture. Ts discussed extraneous signals on the rv electrogram, which could be indicative of the following: loss of capture, ectopy, external source causing noise, or a device/lead anomaly. Lead measurements have been in-range and stable. Ts discussed further evaluation to determine cause. The field representative was contacted and was not aware of any additional information. No adverse patient effects were reported. Additional information was received that a device check was done and sensing and threshold testing was performed. The results of the device check indicated that the root cause was a possible rv lead integrity issue. The device was reprogrammed to doo mode and the rv amplitudes were increased to prevent loss of capture. The patient was asymptomatic and will be evaluated by an electrophysiologist at a later date. The pacemaker and rv lead remain in service.

Event description:
Additional information was received that in early (B)(6) 2017, this rv lead was surgically abandoned and replaced due to issues with high thresholds and oversensed noise that resulted in pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 and 003 from hold status.

Event description:
Boston scientific received information that a health care professional (hcp) contacted a company field representative after reviewing remote monitoring data. The hcp observed what appeared to be a ventricular (rv) pace followed by ventricular tachycardia (vt). Boston scientific technical services (ts) discussed a possible non-sustained vt or loss of capture. Ts discussed extraneous signals on the rv electrogram, which could be indicative of the following: loss of capture, ectopy, external source causing noise, or a device/lead anomaly. Lead measurements have been in-range and stable. Ts discussed further evaluation to determine cause. The field representative was contacted and was not aware of any additional information. No adverse patient effects were reported. Additional information was received that a device check was done and sensing and threshold testing was performed. The results of the device check indicated that the root cause was a possible rv lead integrity issue. The device was reprogrammed to doo mode and the rv amplitudes were increased to prevent loss of capture. The patient was asymptomatic and will be evaluated by an electrophysiologist at a later date. The pacemaker and rv lead remain in service. Additional information was received that in early-december 2017, this rv lead was surgically abandoned and replaced due to issues with high thresholds and oversensed noise that resulted in pacing inhibition. No additional adverse patient effects were reported.